Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the genesis ii system (smith & nephew) was applied to 1 patient. Revision surgery was performed due to after ruling out infective causes with blood tests and microbiology samples, it was thought that her symptoms were due to her metal allergy.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the device and the reported incidents could not be corroborated. The clinical / medical investigation concluded that, per complaint details, the data presented in the aging literature review article refers to a patient that required a 2nd revision approximately 5 years post-implantation after ruling out infective causes due to continued ¿knee pain despite the (2-stage) revision¿. Reportedly, the patient had a known positive patch test/allergy to cobalt prior to the implantation of a cobalt-containing (genesis tk system) component. X-ray imaging and analysis in the article reflects and supports the complaint; however, responses to the requested clinical documentation had not been received as of the date of this investigation. The root cause and the patient impact beyond that which is documented in the article could not be confirmed, although ¿it was thought¿ that ¿symptoms were due to (the) metal allergy¿. Per article, the patient¿s symptoms were stable without signs of loosening 6 months post tka revision. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.